Event description:
The customer contacted physio-control to report that their device will not charge for defibrillation - gives 'connect electrodes' or 'electrodes not detected". In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported associated to this event.

Manufacturer narrative:
Stryker received a report that the reported issue was resolved by the customer and released back to service. So the customer did not provide the device for service and device was not evaluated. The reported issue could not be verified and root cause is unable to be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not charge for defibrillation - gives 'connect electrodes' or 'electrodes not detected". In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported associated to this event.